Manufacturer narrative:
The involved product was not returned for evaluation. Therefore the root cause of the reported event could not be determined. The device history record was reviewed. No manufacturing or packaging issues were noted that would result in the reported event. Additionally, we have not received any other complaints of a similar nature for other devices from this lot. The IFU provides the following warning: arterial rupture or balloon failure due to sharp calcified plaque may occur. The possibility of balloon rupture must be taken into account when considering the risks involved in the catheterization procedure. There was no injury to the patient as a result of the incident. The surgeon used another device to complete the procedure.

Event description:
After performing the balloon check before use, the catheter was inserted from the left subclavian artery via the sheath. The catheter was advanced from the left subclavian artery to near the confluence of the aortic arch. The balloon was inflated using the attached syringe, and it was confirmed that the balloon was inflated normally. However, it was confirmed under fluoroscopy that the balloon became smaller before the balloon was deflated. When the catheter was pulled out and confirmed, a rupture of the balloon was confirmed. No patient injury occurred.